Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital for admission on (B)(6) 2015 due to dark urine. The patient¿s lactate dehydrogenase level was 1955 u/l. A ramp study showed minimal left ventricle unloading and the aortic valve was opening with every heart beat. The pump was exchanged due to suspected pump thrombus on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.